Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 0222901 d.4. Medical device expiration date: 1/27/2021 h.4. Device manufacture date: 8/15/2020 h.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0222901. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Investigations were performed on the batch number 0222901 and no relevant issue was found. Retention sample testing was performed on batch number 0222901; no relevant issue was found. The complaint was unable to be confirmed via the retained samples. A trend was identified for false positive results. Based on the trend, CAPA#1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. Customer has stated no additional details will be provided. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 0217144 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. Customer has stated no additional details will be provided. Eua # (B)(4).